Event description:
It was reported that a user was unable to find the meal announcement screen on the ilet and became stuck on a different screen, then with guidance navigated back to the home page and observed the meal icon screen. The user had eaten breakfast about an hour prior and sought guidance on whether to announce the meal. No blood glucose affect was reported. Outcomes included no clinical impact, no alerts or alarms, and no hospitalization. Investigation included troubleshooting and education on proper timing for meal announcements to avoid insulin stacking. Investigation of this case revealed that device function was normal and user interface navigation contributed to a missed meal announcement without adverse effect. It was concluded, based on previously established findings for similar reports, that the cause was use-related due to timing beyond the recommended meal announcement window.